Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported multiple cases of overcorrection. The surgeon noted that there might be a correlation between a humidity change between 40% and 37% on certain dates that could have contributed to the overcorrections. Additional information has been requested.

Manufacturer narrative:
(B)(4.

Manufacturer narrative:
The log file was not reviewed, because no day of treatment was provided. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified before and in the suspect time range. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively, because no log file review could be performed due to lack of information about day of treatment. (B)(4).